Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.

Event description:
Medical records were received and stated the following: on (B)(6) 2021. Patient was revised to failed right total hip replacement associated with adverse reaction to metallic debris, proximal femoral osteolysis, and comminuted fracture right greater trochanter. Operative indicated that the cat scan showed patient's cup position was 56 degrees of abduction and 48 degrees anteversion. Cobalt chromium ion levels and adverse tissue reaction to metallic debris and an osteolytic induced fracture of the greater trochanter.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: e3 initial reporter occupation: lawyer.

Event description:
Litigation record received. The patient had a defective pinnacle hip and required surgical removal, injury to muscle and tissue, additional scar tissue formation, pain, tissue destruction, metal wear, metal poisoning, loss of enjoyment of life, limitation of daily activities, and emotional distress.

Event description:
Additional information received: progress reported that the patient on reaching down and developed pain in the right hip. A lot of osteolysis in the right hip. A comminuted fracture of the bone secondary to the osteolysis. The operative noted liner with gross wear with obvious metallosis and adverse reaction. 02/03/2021, medical reported that the cup component was not in an ideal position with abduction and inclination angle of about 61 degrees and anteversion of 62 degrees and he noted a pop was likely of his fracture. 04/14/2021, the operative reported that the patient had a failed right total hip replacement associated with an adverse reaction to metallic debris, proximal femoral osteolysis, and comminuted fracture. Medical records received. On (B)(6) 2009, the patient underwent a right total hip arthroplasty. The patient was reported to have experienced elevated metal ion levels, as well as pain and discomfort. On (B)(6) 2021 the patient had a revision right total hip replacement and open reduction internal fixation, right greater trochanteric fracture to address failed right total hip replacement associated with an adverse reaction to metallic debris, proximal femoral osteolysis, and comminuted fracture, right greater trochanter. Indications for surgery included pain and occasional squeaking, cat scan notes the cup is 67 degrees of inclination and 53 degrees of anteversion, as well as elevated metal ion levels. There was osteolysis in the right greater trochanter and an associated comminuted fracture of the bone secondary to osteolysis. Legal records note the patient had pain, discomfort, elevated ion levels, and metallosis. (B)(4). Created a complaint under (B)(4) - 2nd right hip revision. Events were below as per mrr: (B)(6) 2022 right hip revision with debridement and hinge exchange (B)(6) 2022 with mssa infection. Legal notes that (B)(6) 2022 patient was admitted to emergency room due to bacteria found in blood. On (B)(6) 2022 patient underwent revision of right hip, incision and drainage due to infection. Depuy femoral head implanted on this date. (1606 of 2064) on (B)(6) 2022, patient had right total hip revision, explant with placement of antibiotic spacers. Depuy femoral head implanted during this procedure (1606 of 2064) on (B)(6) 2022 incision was still draining, right hip needed irrigation and debridement with explanation of hardware and insert of antibiotic spacer. Depuy femoral head implanted during this procedure (1606 of 2064) on (B)(6) 2023 patient had right total hip reimplantation as infection had cleared. (Pc will need to be created to cover all the previous infection related issues as our femoral head was present) on (B)(6) 2023 patient had to have another right hip incision and drainage. (No pc required, unknown components).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. Review of the photographic evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received. In addition to what was previously reported in the medical records. After review of the records radiology reported heterotopic ossification present in the soft tissue lateral arthroplasty, there is beam hardening artifact and streak structures immediately adjacent to the arthroplasty.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " revised a pinnacle metal on metal to a new cup, poly liner and a ceramic ts head. Original cup was malpositioned. A lot of metallosis in the joint. High cobalt/chromium levels". Doi: (B)(6) 2009; dor: (B)(6) 2021; right hip.